Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead and right ventricular (rv) lead were also explanted and replaced. It was also reported that the patient experienced a pericardial effusion during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) feels very large in their chest and they have a hematoma, bruising and pain at their incision site and around their breast. It was also noted that the incision site was not fulled closed and was bleeding. It was also reported that the ipg is by the patient's armpit. It was later reported that the patient had experienced an infection. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.